Event description:
Additional information was received. It was reported that the cause of the high impedance after ins placement and not able to increase above limits of the system was not determined. Cause was still unknown. The healthcare provider (hcp) mentioned that prior to replacement surgery, the impedances of one or two of the electrodes were already high. The cause of the system amplitude not being able to be increased above the limits of the system was due to the high impedance. (Maximum amplitude is 0.6 - 0.7 ma). Patient does profit from the therapy and no revision surgery is required, at the moment. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 388928 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 388928, lot# unknown, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: information has been updated to include information previously captured in MFR report # 2182207-2025-00658 as it was determined that this information pertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that increased impedances were measured on one side after implantation of the implantable neurostimulator (ins). The poles were all measured individually and showed a good motor response. The patient had no problems. No cause known. Poles were measured individually and a good motor response was observed. Only after implantation of the pacemaker did all 4 poles show increased im pedances. Due to the good motor response, the user decided not to change the electrode. No action has been taken so far.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had high impedances (unclear whether on all contacts or just a few) after implantable neurostimulator (ins) replacement. The old ins was being replaced due to regular battery depletion.  During replacement of the ins, the electrodes of the lead were checked with the mini-hook cable. A good motor response was observed. After connecting the lead to the new ins, no impedance check was performed intro-operatively. Only after applying dressing, the impedance check was performed and it turned out that impedances were high (unclear whether on all contacts or just a few). No actions taken so far. The manufacturer representative (rep)  advised healthcare professional (hcp) to measure impedances again and check whether there is any combination of electrodes that can be used. Until now, it was also unclear, if the stimulation amplitude cannot be increased above the limits of the system due to high impedances.

Manufacturer narrative:
Continuation of d10: product ID 388928 lot# unknown serial. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 388928, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported maximum amplitude was 0.6ma. Increasing the amplitude further was not possible due to high impedances.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.